Manufacturer narrative:
The device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this elite valve model 8300ab21 was explanted at implant due to annulus rupture. As reported, the surgeon performed a full sternotomy to implant the valve and the sizing of the valve was correct. The valve was deployed successfully, and three sutures were tied down. Interrupted technique with multifilament ethibond 2.0 sutures were used. No pledgets were used. Echo was satisfactory. No paravalvular leak (pvl), nor bleeding were observed. However, five minutes after protamine was administered the annulus ruptured with uncontrollable bleeding from the aortic route. The intuity elite valve was removed to inspect the annulus and the aortic route from the inside and the surgeon repaired the rupture, the annulus was very fragile and for this reason the surgeon decided to implant a 21mm magna ease valve, using pledgeted sutures. After the procedure, the patient was moved to citu and was noted as to be in stable condition. As reported, the edwards device did not cause nor contributed to the event.

Manufacturer narrative:
The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Despite repeated attempts to receive further information regarding the device, no sample for evaluation was received. No additional information on device current location was given. Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Aortic tears are life-threatening conditions that require urgent intervention. Based on available information, a definitive root cause could not be conclusively determined; however, patient factors, including very frail tissue could have contributed to the reported event.

Event description:
Edwards received notification that this elite valve model 8300ab21 was explanted at implant due to annulus rupture. As reported, patient's chest was still open when the issue occurred. As reported, the surgeon performed a full sternotomy to implant the valve and the sizing of the valve was correct. The valve was deployed successfully, and three sutures were tied down. Interrupted technique with multifilament sutures were used. No pledgets were used. Echo was satisfactory. No paravalvular leak (pvl), nor bleeding were observed. However, five minutes after protamine was administered the annulus ruptured with uncontrollable bleeding from the aortic route. The intuity elite valve was removed to inspect the annulus and the rupture was repaired, the annulus was very fragile and for this reason it was decided to implant a 21mm magna ease valve using pledgeted sutures in replacement. After the procedure, the patient was moved to ICU and was noted as to be in stable condition. This case involved a 79-years-old female patient with congenital and degenerative bicuspid aortic valve and a heavily calcified annulus. As per medical opinion, the patient's frail tissue could have contributed to the annulus rupture and the edwards device did not cause nor contributed to the event.

Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). This event does not allege a labeling non-conformance/deficiency, a use related issue with a hazardous situation, or a device related infection and there is no evidence of product failure with regard to design, reliability, or use error. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including the patients fragile annulus.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device was returned for evaluation. Customer report of annulus rupture could not be confirmed through visual observation of the returned device. X-ray demonstrated commissures 1 and 2 were bent inwards, wireform was deformed and frame was expanded. As received, leaflet 3 was in the open position. Open leaflet was able to be pushed back into closed position when probed. Fibrin-like thrombotic material was observed at both outflow and inflow aspect of the leaflets and it was most notable at the free margins of leaflets 1 and 2 near commissure 2. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.